Manufacturer narrative:
D2b pro code (product code): qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-50 serial number: (B)(6). Batch/lot number: 5006664 model/catalog description: infinion pro lead kit, 16 contact, 50cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the leads migrated which was confirmed with imaging. The patient underwent a lead replacement procedure and was doing well postoperatively. Explanted device was not returned.